Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during an attempt to send a remote transmission the monitor was unable to establish telemetry with their implantable pulse generator (ipg), specifically no green lights on the telemetry portion of the monitor. Troubleshooting was exhausted and the patient was referred to the clinic to rule out any potential device concerns. The patient was not returning the remote monitor at this time. Follow up indicated the patient has not had the device checked. The device remains in use. No patient complications have been reported as a result of this event.